Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. Reportedly, the patient got the infection from the tooth. No adverse patient effects were reported. The lv lead was explanted.